Event description:
On (B)(6) 2014, the patient underwent an index procedure to treat a 70 mm, 90% stenotic denovo lesion of the right mid-sfa. The patient was randomized to the paclitaxel balloon. The lesion was predilated with a 4 x 60 mm balloon and inflated to 7 atm, resulting in a residual 30% stenosis. Then, a 5 x 120 mm stellarex balloon was inflated to 9 atm for approx. 4 minutes, resulting in a 15% stenosis. There were no complications and the patient was discharged per plan on the same day. On (B)(6) 2016, the patient was hospitalized with a diagnosis of the right sfa, occlusive ischemic changes in the right foot (target leg). The patient complained of claudication in the right leg. The patient underwent angioplasty of the target vessel and the target lesion at an outside facility and was discharged on (B)(6) 2016. The site assessed the event as not related to the procedure or the device.

Manufacturer narrative:
The patient required revascularization of the target lesion and target vessel. The patient was discharged 2 days later. This is being reported as a follow-up to the clinical study. Availability to enter this information is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 3.9 mg. Therapy date: (B)(6) 2014. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 13l0551201. Expiration date: 02/11/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Study name- (B)(6). (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complication/adverse events.